Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0f0dr, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that her daughter was not able to urinate and there was a question mark on the remote for the device. The remote showed an hour glass when turning on and then a question mark. It was not working. The therapy was on. The patient was peeing more and she was not able to pee like she should pee since (B)(6) 2015. The patient had to go to the emergency room on (B)(6) 2015 and the doctor did not know anything about it. The reason for the emergency room visit was because the patient could not void so they had to catheterize the patient. There were no falls/trauma that could be related to the issue. The stimulation was on and the device was on program 2 at 1.4 volts. If it was raised any higher, it was too strong of stimulation for the patient. They moved to program 3 and raised stimulation from 0.0 volts to 0.3 volts and the patient was feeling slight stimulation. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.